Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Brand name was unknown. The device serial or lot number was unknown. UDI: the gtin was unavailable. Catalog number was unknown. Device manufacture date is unknown.

Event description:
It was reported that during a total hip replacement surgical procedure, it was observed that an unknown cup adapter device would not come off of the impactor device. It was reported that there was a ten minute delay in the surgical procedure. It was reported that the user was able to up size the cup and complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.